Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak test was performed and a leak between port tube of the bag and main tubing was noted. The reported condition was verified. The cause was determined to be incorrect assembly technique with solvent by operator. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container had a leak. This occurred during before patient use. It was stated that it was leaking from the administration port. There was no patient involvement. No additional information is available.